Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient¿s scs system did not provide effective therapy. The ineffective therapy was due to high impedance ranging from 8000-14000 on all but 4 contacts. Patient currently has coverage only on left leg. As a result, surgical intervention may be pending to address the issue.